Event description:
Reported received from (B)(6) stating that the device's switch was dented. The device was not being during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and the reported condition that the irrigation pump release button was dented could not be confirmed. Reliability engineering found that the button functioned as designed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).